Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, a rise in capture threshold was observed. The patient could feel stimulation during pacing. The following day, capture threshold had further increased. On (B)(6) 2015, the lead was repositioned.